Event description:
It was reported that the wake button was unresponsive, requiring five hard presses for the screen to turn on. Additionally, it was reported that the customer experienced difficulties inserting cartridges on the pump due to an unknown issue with the pump housing as well as difficulties plugging in the usb charging cable. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.